Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to inspect and clean the pump components, ensuring the cartridge was properly attached. They were able to successfully complete the loading process and resume insulin delivery.